Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, one of the delivered atp accelerated the patient's rhythm. The shock converted the rhythm. The device remains in use. No additional adverse patient effects were reported.